Event description:
The device was returned for service. During service by baxter, a broken door latch was found. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is available..

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 09 2007. The facility representative reported that the door latch did not close properly resulting in an occlusion alarm. Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found a broken door latch. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.